Manufacturer narrative:
Pump passed sleep current measurement, active current measurement and displacement test. All currents within spec range. However, confirmed power error detected alarm due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm. The customer¿s blood glucose level was 7 mmol/l. The customer was assisted with troubleshooting. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.